Event description:
It was reported that the right ventricular (rv) lead was extracted and replaced due to low impedance of the rvring to rvcoil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected lower range. Analyst commented, from (B)(6) 2011 to (B)(6) 2012, rv ring to rv coil measured 0 to 19 ohms. Impedances then measured from 170 to 228 ohms.